Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Upon visual analysis of the returned sheath, it was noted that the sheath had a film of yellow substance present. Based on the evaluation performed, the complaint can be confirmed for contamination/ foreign material since the presence of a yellow residue was confirmed at the sheath of the tip. However according to the previously opened complaint (com), it was determined that the reported condition was not a foreign material, but an excess of mdx lubricant applied to the sheath distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second issue found during the evaluation, for the first event reported with the same device that was used on the same patient see MDR 3013394970-2020-00515.

Event description:
This report has been deemed reportable based upon evaluation of the return sample. While evaluating the returned sample, a yellow substance was found on the tip of the hemostasis sheath. The user facility reported that the patient was stable. The procedure was completed successfully.